Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic sleeve gastrectomy, the device shaft detached hence, the stapler did not fire. Another device was used to complete the case. There was no patient injury.